Event description:
During the procedure, the device quit working after using two reloads. It would no longer work at all after this and another device had to be used to complete the case. There was no patient injury.